Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a device implant procedure, high, out of range, high capture threshold issue was observed on the rv lead. Physician attempted various positions and the cause is unknown. Lead was explanted and a new lead was implanted. All other lead measurements were stable. Patient was stable.